Event description:
Reportable based on device analysis completed on mar 21, 2023. It was reported that inflation lumen damage occurred. The 99% stenosed target lesion was located in severely tortuous and severely calcified brachial vein. An fg sv/5.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during procedure, the inflation lumen was damaged; hence, inflation could not be performed. The procedure was completed with different device. There were no patient complications nor injuries were reported. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR.: fg sv/5.5-4/4t/40 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located at the proximal edge of the proximal balloon cone. An examination of the balloon material and markerbands identified no other issues. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device.